Event description:
It was initially reported by a pt's physician that the pt's seizures have worsened, and she experiences painful stimulation at the neck whenever the magnet is used (swiped). The physician indicated that he believes the generator is near end of service, and should be replaced. Review of the pt's programming did not reveal any anomalies, and a battery life calculation performed in 2009, showed that the pt's device had little over half a year remaining until eri = yes. The pt will most likely undergo generator revision surgery. Good faith attempts to obtain additional info have been unsuccessful to date. As the pt can still perceive magnet stimulation, the generator is able to deliver the intended amount of therapy and not believed to be at end of service.